Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection-ndr ("flu"), deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with 0.9 cc¿s in the lips with juvéderm volbella® xc. Approximately seven months later, patient got the (non-device related) flu. Hcp reports patient experienced "post illness nodules in the lips." Hcp prescribed doxycycline and recommended a low dose steroid, but the patient declined the steroid. The symptoms are ongoing.